Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cable had electrical noise. As a result a new cable was provided. (B)(4).

Event description:
It was reported that the programmer had no electrocardiogram (ECG) cable. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.